Event description:
It was initially reported that the patient had been having prolonged seizures some that required medication to stop. It is unclear at this time if they were a change in seizure pattern or part of his normal seizure pattern. The physician was questioning the benefit that the patient had received from vns and that he felt that vns did not have any impact on his seizures. Good faith attempts for more information have been unsuccessful to date.

Manufacturer narrative:
.